Event description:
Additionally double capsule was reported. The device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: opening extended on radius and weigh to the spec. A visual and microscopic analysis was performed which identified striated opening on radius and crease folds. Based on the device analysis the final assessment is:a striated opening on radius due to surgical damage consistent with the use of some surgical tool. Wrinkles and creases are observed but have no relationship with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV¿, ¿periprosthetic fluid¿, "lobulated contours", "radial folds", "reactive axillary lymph nodes" and ¿rupture¿. Additionally double capsule was reported. The device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this record was previously submitted thru psr on (B)(6) 2019. Reason for reoperation is capsular contracture baker grade IV, rupture, and seroma-late. A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV¿, ¿periprosthetic fluid¿, "lobulated contours", "radial folds", "reactive axillary lymph nodes" and ¿rupture¿. The device remains implanted.